Manufacturer narrative:
A third party service agent evaluated the customer's device and verified the reported issue. The customer decided not to proceed with the repair due to the age of the device. The device was returned to the customer without any repairs being performed. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.